Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call battery out limit alarm. Customer advised they put in a new battery and they are getting battery out limit alarm. Customer advised they have been getting this alarm for over a year now and have had their insulin pump changed out 4 times. Troubleshooting for the battery out limit alarm was performed. Customer had replaced the device with a new battery and only had 1 bar. Troubleshooting for the failed battery test alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer advised they do not wish to wait for tomorrow for a replacement insulin pump as they are going out of town.